Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. Additionally, it was reported that the touchscreen became frozen on an alert. Customer's blood glucose was not impacted. Troubleshooting was performed and the pump performed as intended.